Event description:
Customer reportedly obtained results of 365mg/dl and 150mg/dl on the advantage system within 10 minutes ((B) (6) 2009). An additional comparison reports results of 336mg/dl and 105mg/dl on the advantage system within 10 minutes ((B) (6) 2009). No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.